Manufacturer narrative:
An event of pericardial effusion, and cardiac tamponade, post device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion could not be determined. The reported hospitalization and unexpected medical intervention was a result of case-specific circumstances as pericardial cardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that ¿pa injury possible, but unlikely, transverse sinus injury possible. Wall thickness between laa and tv sinus not measured but appears thin. In one image where the device is fully deployed, the transverse sinus space ¿disappears¿ between the laa and pa as the heart beats at the level of the lobe where the stabilizing wires are located. Perhaps the pressure from the device on one side the pa on the other side allowed sw penetration into tv sinus space. The disc is below the ridge. The disc appears to be in contact with thicker tissue on the pv side and there is no apparent tenting of tissue, making disc erosion to the tv sinus unlikely. If the disc further ¿settled¿ into the laa post deployment, it is possible it may have been in contact with thinner tissue. The implant appeared stable and adequately compressed."

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to treat the left atrial appendage (laa). The patient had a pre-existing effusion prior to the procedure. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was greater than 250 seconds. The patient's left atrial pressure was 11 mmhg. Heparin was administered. The occluder was implanted. Later that night the patient presented with a pericardial effusion in the laa which developed into a cardiac tamponade. The patient was transferred to a different hospital for a pericardiocentesis. The patient status was stable. The physician believed the occluder worsened the pericardial effusion.